Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument worked without problems. Upon completion and removal from the field, the cable was found outside the pulley, so it was decided to send it for revision. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.